Event description:
It was reported that presence of a foreign matter inside an inner sterile pack was noticed. Upon the verification step during a localization process within the (B)(6) warehouse, a 3.0mm x 60mm x 90cm, otw coyote balloon catheter unit was found to contain a "big black hair in its sterile inner packing". The device was segregated and the localization process was not completed.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an opened coyote shelf box and a sealed inner packaging pouch, which contained the carrier tube, and coyote balloon catheter. The batch number on the packaging and device matched the reported batch number. Visual inspection of the pouch revealed a hair inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that presence of a foreign matter inside an inner sterile pack was noticed. Upon the verification step during a localization process within the (B)(4) warehouse, a 3.0mm x 60mm x 90cm, otw coyote balloon catheter unit was found to contain a "big black hair in its sterile inner packing". The device was segregated and the localization process was not completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device evaluated by MFR: it was originally reported as operational context; however the root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that presence of a foreign matter inside an inner sterile pack was noticed. Upon the verification step during a localization process within the australian and new zealand warehouse, a 3.0mm x 60mm x 90cm, otw coyote¿ balloon catheter unit was found to contain a "big black hair in its sterile inner packing." The device was segregated and the localization process was not completed.